Event description:
The manufacturer received information alleging a patient's tracheostomy tube became dislodged and the ventilator failed to alarm. The patient had to be resuscitated, but fully recovered. The reporter of the event stated that the tracheostomy tube may not have been placed properly when re-inserted by the caregiver. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. There was some cosmetic damage to the exterior of the device and contamination was observed on some internal components. The cosmetic damage and contamination did not affect device performance. The day and time of the event was reported as (B)(6) 2015 at "about" 2 am. The device's downloaded event log was reviewed. On (B)(6) 2015, the event log indicates the ventilator alarmed for patient circuit disconnect condition seven times between 01:24:25 and 04:54:37, each time followed by an immediate alarm reset/silence key press to indicate the alarms were acknowledged by the caregiver. The ventilator was powered off at 04:57:08 with the proper sequence of key presses. Based on the review of the device's event log, no failures or device malfunctions occurred before, during, or after the reported event. The manufacturer concludes the device operated and alarmed as designed when a patient decannulization occurred.